Event description:
It was reported the insulin pump excessively alarmed no delivery. Customer stated the alarm continues after a complete set change. Cannula was not bent. Customer had to discontinue use of the device and reverted to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.